Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the o-rings on the patient's battery clips were damaged. No further information was provided.

Manufacturer narrative:
Manufacturer investigation conclusion: the reported event, of a damaged clip, was confirmed. There was o-ring debris in the power lead connector of the returned clip. The debris was visible without magnification. The power lead connector was also checked under magnification. Several orange colored debris particles were on the lemo housing wall ¿ underneath the o-ring on the male terminal portion of the connector. The color and size of the particulate in the connector are consistent with o-ring material that separated from the o-ring as part of clip usage. The debris did not affect clip function. The returned clip was operationally checked on a heartmate lvas mock loop system and reference batteries. No operational issues were observed or duplicated. No further information was provided. The manufacturer is closing the file on this event.